Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024 explant date (B)(6) 2025 brand name ascenda; product ID 8780 (serial: (B)(6) ; product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient receiving with an implantable pump infusing dilaudid (13.5mg/ml at 4mg/day) and bupivacaine (14mg/ml at 3.8mg/day). It was reported that the patient was experiencing minimal pain relief. A dye study was performed and showed that the old catheter was not patent. The old catheter was tied off and left in the patient, and a new catheter was implanted. The issue was resolved at the time of the report.